Event description:
The report stated that during a bricker operation, the impact handpiece was used to seal and transect tissue. About halfway through the procedure, the integrated cutter jammed. The jaws of the device were stuck on the patient's tissue and would not open. The doctor had to cut the tissue around the device to remove it. They used another ligasure impact handpiece to finish the operation. There was no extra blood loss from this event.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.